Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: e1(event site telephone), g4, h6(impact codes). A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse stated that the customer did not mark the use of the helium cylinder which caused the alarm. The fse tested the unit. It ran without any helium leakage. All functional and safety tests were performed and passed. Use was resumed.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) alarmed helium bottle empty, replaced the new helium bottle and the error still exists. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.